Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19982, 2017865-2021-19983. It was reported that when the patient presented in clinic for a follow up, device migration was observed. The patient had round body. The device moved downward, and the right atrial (ra) and right ventricular (rv) were strained when the patient was standing up. When the patient was lying on the back, the leads were bent. Device reposition was mentioned, but the physician opted not to perform the procedure. No patient consequences were noted.